Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was loosely put together during a case, strands detached was were needed to be retrieved.

Manufacturer narrative:
The product was not returned, however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection of the picture found the cotton was unfolded and fraying. The reported condition was confirmed. The investigation found the cotton was fraying. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the dfu, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.